Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-04981. It was reported by the hospital that the pacemaker exhibited abnormal pacing impedance measurements. The pacemaker and the right atrial (ra) lead was explanted and replaced. The patient was in stable condition throughout.